Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('these are embedded in the proximal tube and fundic portion of the tube and are removed with great difficulty') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12248053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization with essure coil/thermal balloon endometrial ablation". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), chronic inflammatory demyelinating polyradiculoneuropathy ("chronic inflammatory demyelinating polyneuropathy both legs & feet"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), urinary incontinence ("urinary incontinence"), migraine ("chronic migraine headaches"), alopecia ("hair loss"), arthralgia ("joint pain: (feet pain) / joint pain: (hips, knee, ankle pain)") and amnesia ("memory loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy, urethral sling). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, neuromyopathy, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, urinary tract disorder, dyspareunia, vaginal scarring, urinary incontinence, migraine, alopecia, arthralgia and amnesia outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, embedded device, genital haemorrhage, migraine, neuromyopathy, pelvic pain, urinary incontinence, urinary tract disorder and vaginal scarring to be related to essure (ess205). The reporter commented: there were three coils visualized outside of the ostia in the endometrial canal. This was followed by placement of the coil in the left tube without difficulty and after release, three to four coils were noted outside of the ostia and the endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- lot number was added. New event added "these are embedded in the proximal tube and fundic portion of the tube and are removed with great difficulty".previously reported events of neuromuscular problems, autoimmune-like symptoms and chronic inflammatory demyelinating polyneuropathy both legs & feet downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('these are embedded in the proximal tube and fundic portion of the tube and are removed with great difficulty') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12248053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization with essure coil/thermal balloon endometrial ablation". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), chronic inflammatory demyelinating polyradiculoneuropathy ("chronic inflammatory demyelinating polyneuropathy both legs & feet"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), urinary incontinence ("urinary incontinence"), migraine ("chronic migraine headaches"), alopecia ("hair loss"), arthralgia ("joint pain: (feet pain) / joint pain: (hips, knee, ankle pain)") and amnesia ("memory loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy, urethral sling). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, neuromyopathy, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, urinary tract disorder, dyspareunia, vaginal scarring, urinary incontinence, migraine, alopecia, arthralgia and amnesia outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, embedded device, genital haemorrhage, migraine, neuromyopathy, pelvic pain, urinary incontinence, urinary tract disorder and vaginal scarring to be related to essure (ess205). The reporter commented: there were three coils visualized outside of the ostia in the endometrial canal. This was followed by placement of the coil in the left tube without difficulty and after release, three to four coils were noted outside of the ostia and the endometrial canal. Lot number: 12248053 manufacturing date: 2003-11 expiration date: 2005-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), neuromyopathy ('neuromuscular problems'), autoimmune disorder ('autoimmune-like symptoms') and chronic inflammatory demyelinating polyradiculoneuropathy ('chronic inflammatory demyelinating polyneuropathy both legs & feet') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic sterilization with essure coil/thermal balloon endometrial ablation". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), chronic inflammatory demyelinating polyradiculoneuropathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), urinary incontinence ("urinary incontinence"), migraine ("chronic migraine headaches"), alopecia ("hair loss"), arthralgia ("joint pain: (feet pain) / joint pain: (hips, knee, ankle pain)") and amnesia ("memory loss"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy, urethral sling). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, urinary tract disorder, dyspareunia, vaginal disorder, urinary incontinence, migraine, alopecia, arthralgia and amnesia outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, autoimmune disorder, chronic inflammatory demyelinating polyradiculoneuropathy, dyspareunia, genital haemorrhage, migraine, neuromyopathy, pelvic pain, urinary incontinence, urinary tract disorder and vaginal disorder to be related to essure (ess205). The reporter commented: there were three coils visualized outside of the ostia in the endometrial canal. This was followed by placement of the coil in the left tube without difficulty and after release, three to four coils were noted outside of the ostia and the endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: all the relevant information was transferred from duplicate deleted case: (B)(6). Plaintiff fact sheet and medical record received. The case was updated from other event to incident. Previously reported event "symptoms" was updated to more specified events" pain, bleeding almost constantly since the essure was inserted, neuromuscular problems, autoimmune-like symptoms, chronic inflammatory demyelinating polyneuropathy both legs & feet, urinary problems, dyspareunia, vaginal scarring, urinary incontinence, chronic migraine headaches, hair loss, joint pain: hips, knee, ankle pain, joint pain: feet pain, memory loss and hysteroscopic sterilization with essure coil/thermal balloon endometrial ablation¿ were added. This case is medically confirmed. Reporter information, demographics, essure indication, essure insertion/removal date, essure model number (updated to ess#205) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.